Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure. Symptom of infection was redness. The patient was doing well postoperatively and the explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred in the last few weeks from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patient will undergo an explant procedure.